Manufacturer narrative:
This event is reported conservatively based on the attached journal article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cahal, m., roth, j., ungar, o. J., & brinjikji, w. (2023). Fluctuating hearing loss secondary to spontaneous intracranial hypo tension: a case report and review of the literature. Interventional neuroradiology: journal of peri therapeutic neuroradiology, surgical procedures and related neurosciences, 15910199231221864. Https://doi.org/10.1177/15910199231221863. Medtronic review of the literature article found a case review of a 39-year-old female patient who presented with ¿ménière¿s like¿ right side hearing symptoms sensation changes which worsened during the day and improved in the supine position. The symptoms were noted to be responsive to steroid treatment but did not improve with conservative treatment of low salt and low caffeine diet and betahistine medication. Brain scan imaging showed signs of spontaneous intracranial hypotension and a spinal cerebrospinal fluid leak associated with a right-sided t1 csf venous fistula was ultimately identified after repeated imaging and diagnostics. A novel technique of transvenous fistula embolization using onyx for embolization of the fistula. There was no reported device malfunction. The procedure was considered successful and the patients symptoms gradually improved. However, symptoms recurred 3 months later and an additional novel spinal scan using a photon-counting CT technique showed right sided t8-t9 venous fistula. The patient underwent a second embolization procedure to treat the second fistula and symptoms improved or resolved and the patient returned to previous normal lifestyle. Despite symptom improvement, the article noted that 3-month follow-up magnetic resonance imaging (MRI) did not demonstrate significant improvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that no adverse events were related to the use of onyx glue.